Manufacturer narrative:
No other adverse events (ae) have been reported so far for this lot. All batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported ae. There were no confirmed out-of-specification stability deviations and no unusual trends were observed for the stability results of the stability batches tested during the review period of this apqr. No sample was returned for evaluation. Samples returned were not complaints sample, therefore not forwarded to manufacturing site to perform investigation. As no manufacturing related issues were identified and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not explicable from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the surgery an ophthalmic viscosurgical device has caused iritis in few patients. Additional information received indicated that the patient condition is under control.